Manufacturer narrative:
It was originally reported that the foot section would not lock into place due to a damaged abduction ring. However, this information was incorrect and based on investigation should have been reported that the calf support abduction would not lock into place due to damaged abduction ring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the foot section would not lock into place due to a damaged abduction ring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the foot section would not lock into place due to a damaged abduction ring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.